Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: unknown. Brand name: unknown. Device product code: unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not been returned to manufacture.

Event description:
It is reported that doctor is unable to remove screw from abutment/crown. No information about the screw because it is an inherited case from a closed practice.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following section have been corrected. Concomitant medical products: device availability.

Event description:
No further event information available at the time of this report.